Event description:
A (B)(6) female pt contacted zoll customer support to report a code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, the blue (can l) and black pulse wires were open inside the trunk cable. The cause of the code 204 is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt rec'd a replacement electrode belt.